Event description:
User experiencing issues with discrepant ise results, and received one pt sample that generated discrepant results. Initial sodium gave 91; repeat gave 139 mmol per l. Initial potassium gave 1.9; repeat gave 4.4 mmol per l. No erroneous results were reported and pt was not adversely affected. The field service representative determined a clotted sample to be the cause, and replaced all three electrodes including reference electrode. Verified rinse mechanism aspirate and dispense, and ise rinsing and dispense to be within specification. Wiped down all probes, confirmed reagent to be on board the analyzer less than day. To verify analyzer performance, calibration, controls and precision were run and all results were within specification.